Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient additionally reported that they never ran the stimulation over 3.5 or 3.5 for any length of time. The patient confirmed that all 16 electrodes were active, and the health care provider had been interleaving them. The ins replacement surgery was successful.

Manufacturer narrative:
Corrected data: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an appointment on 2017 (B)(6) to load new programs to the ins to help minimize the pain they were experiencing. The patient requested that the battery status be checked. The patient was informed that the battery was nearing bring completely drained. It was projected that the patient would have another 1-2 months with the ins. An ins replacement surgery was scheduled for 2017 (B)(6) at the patient¿s request. The patient was frustrated that the battery life didn¿t even make a one year timeframe. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was told that the average battery life of the ins, which was implanted in their chest, was 3 to 5 years. However, 10 ½ months later, the ins remote device indicated that the battery was nearly completely drained. The ins was replaced. No further complications were reported or anticipated.